Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility as follows, patient was suspected of having ulcerative colitis, a colon examination was performed on (B)(6) 2021. A polyp was found, and after endoscopic mucosal resection(emr), a hemostatic clip (subject device) was used. Two days after the procedure, symptoms of itching and blisters developed in the mouth and anus of patient. Topical steroids were applied to the mouth, and the symptoms are now recovering. However, blisters-like symptoms also appear on the fingertips. The patient also has a history of metal allergies. The degree of allergy is unknown because no allergy test has been performed.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Correction to g2 to add the foreign country japan. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the production lot number and manufacturing date were unknown, the following device history record (DHR) for one year (november 2020 to october 2021) from the date of receipt of the report were confirmed, and the inspection items related to the indicated event were reviewed. There was no abnormality. Because the device was not returned and based on the results of the investigation, a root cause could not be determined. However, it is likely the failure was not due to an abnormality in the device since the patient has a known history of metal allergies, the clip uses a biocompatible material, and there is no abnormality in DHR. The following is included in the device instructions for use (IFU): "as the clips are made of stainless steel, do not use them on a patient who is severely allergic to metals. Otherwise, allergic symptoms may occur." Olympus will continue to monitor field performance for this device.